Event description:
It was reported that the patient presented to the clinic for follow up in backup vvi. Due to low battery status, further troubleshooting could not be performed. Device replacement will be scheduled due to normal eri.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.